Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the tip of the blade fell off during testing before being used on the patient. There was no delay in the procedure and no back-up blades were used. There were no additional non-routine actions to prevent patient impact. There was no patient involvement.